Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently left out "it was stated by the surgeon's office that the patient was not evaluated by neurologist in quite some time."

Event description:
It was stated by the surgeon's office that the patient was not evaluated by a neurologist in quite some time. Follow up with the patient's pcp revealed that the patient experienced muscle pain with seizures. Based on the context of the report, this was a new event and was determined to be a report of pain and a change in seizure pattern. The report of a vns malfunction appeared to be based on the symptoms experienced by the patient and not diagnostics, etc.

Event description:
It was reported that the patient's pcp had referred the patient to neurosurgery to evaluate a vns malfunction. No additional information was known by the neurosurgeon's office. No additional relevant information has been received to date.